Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clamp nut of the driveline connector was found to be a little bit loose. The clamp nut could be turned almost on revolution, but not more. The gap between the front and rear connector body was out of specification when the clamp nut was turned. There was concern that the connector would become looser and could separate. The driveline connector was repaired and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed parameters to be within normal operation and no alarms were logged for the past 14 days of available data. The reported event was confirmed via visual inspection which revealed a loose connector nut. A driveline connector repair was performed without a pump stop that resolved the issue. Based on the investigation conducted, the most likely root cause of the reported event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. If information is provided in the future, a supplemental report will be issued.